Event description:
In 2008, the patient reported that he received an e4 on his infusion device while attempting to bolus due to elevated blood glucose of 288 mg/dl. His normal blood glucose level is below 150 mg/dl. He stated that he changed the infusion tubing but the error recurred. To troubleshoot, the patient was instructed to disconnect from his infusion site and to perform a bolus. He was able to do so without error. He was advised to change his infusion site. Upon follow up on five days later, the patient stated that he changed the infusion site to the right side of his abdomen and was then able to bolus without error. He stated that 3 days later, he inserted a new infusion site into the left side of his abdomen and his blood glucose elevated to 404 mg/dl and he bolused. The following morning his blood glucose measured 408 mg/dl. He inserted an infusion site into his right side and his blood glucose immediately decreased. He stated that he does not have any scar tissue that he can see but he used to get "pump bumps." The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.